Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (suspend) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-nov-2017 with the following findings: a review of the black box showed evidence of manual suspends and manual resumes. The pump was run for 24 hours and no self-suspending occurred. The pump was able to be manually suspended and manually resumed during testing. No hypersensitive or stuck keys were found. The suspend feature was functioning properly during testing.